Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of similar complaints was performed. No other complaints were received for this finished device lot. The overall complaint trend was evaluated for similar complaints prior to this occurrence and no trend was identified. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information received indicated that the device functioned as intended in that it deployed onto the varices and constricted in such a way to allow the tissue to necrose and fall off. Rebleeding is a known complication of esophageal variceal ligation (evl) and is affected by many clinical factors such as the severity of the varices and the underlying disease progression. The ligation process may also need to be repeated. The instructions for use states: "note: more than one ligation band for each varix may be required to control acute bleeding." In addition, the user is further instructed "if more bands are required, remove endoscope and attach a new device. Note: an average of 3 to 4 ligation sessions may be required to obliterate varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. On (B)(6) 2020, the patient required an emergency oesophagogastroduodenoscopy (ogd) with ligation of the esophageal varices for hemostasis, and then hospitalized in the intensive care unit. On (B)(6) 2021, the patient presented to the hospital again due to a pressure ulcer fall [bands slip off site prematurely] causing the patient to experience a hemorrhagic shock. The physician ligated the site with five (5) bands. The patient required a blood transfusion and was hospitalized in the intensive care unit. Additional information received on 08-mar-2021 indicated that the device functioned as intended during the (B)(6) 2020 procedure. Other than the deployed bands, a section of the device did not remain inside the patient's body. The patient required another ligation procedure, blood transfusion, and was hospitalized in the intensive care unit due to the re-bleeding.